Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "for several weeks, the service has been encountering problems on the midline: leaks, lack of reflux after 2 days. Nurses found that the protective dressing (tegaderm) contained a large amount of infusion fluid at the midline insertion site. The grip lock bandage was soaked. Redid the dressing, injected saline into the catheter and observed no leakage. However, 2 hours after reconnecting the patient with his continuous IV treatment, a new liquid was stagnating under the dressing, still at the insertion site." It was reported this occurred with two devices. This report addresses the second device.